Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, video cable was broken and stripes in image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initially reported malfunction: the video cable was broken and therefore stripes in image occurred. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
T was reported that the subject device had disturbances in the picture. The issue was identified during the preparation for an unspecified procedure. There were no reports of patient harm.